Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple shock therapies. The device was found in backup vvi mode when the device was interrogated. The cause of the shocks was t-wave oversensing. When a device download was attempted, the device could not be communicated with using a telemetry wand. Device replacement was recommended. No further information is available.